Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx indicating that the battery needs replacement since the current one is flat. There was reportedly no patient involvement. The following functional tests were performed: battery is flat. Results of functional testing indicate: the battery is defective. Based on the information available and the testing conducted, the cause of the reported problem was the battery. The reported problem was confirmed. Based on the information available and results of additional analysis further action has been initiated. The device experienced power up issues, power cycling issues, lockup issues, battery charging issues, battery led issues, failed battery calibration, or any other undefined power and battery issues. There was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.